Manufacturer narrative:
Concomitant medical products: logic tibia ps mod insrt sz 3 9mm (cat# 02-012-35-3009 / serial# (B)(4)). Lgc tibial fit tray cem sz 3f / 2t (cat# 02-012-45-3020 / serial# (B)(4)). Three peg patella 32mm (cat# 200-02-32 / serial# (B)(4)). Fluted stem extension 25l x 14 mm (cat# 204-34-02 / serial# (B)(4)). Tibial stem ext. Screw (cat# 204-70-00 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately six years post initial left tka, this (B)(6) female patient was having pain and discomfort for sometime. Surgeon revised the knee to a competitor's device. The diagnosis was a nickel allergy. There was no breakage of device or surgical delay/prolongation. Sales rep was not present for the surgery and unable to obtain photos/x-rays. The devices are not available for evaluation as hospital did not keep the devices.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. As reported, approximately six years post initial left tka, this 69 y/o female patient was having pain and discomfort for some time. Surgeon revised the knee to a competitor's device. The diagnosis was a nickel allergy. There was no breakage of device or surgical delay/prolongation. Sales rep was not present for the surgery and unable to obtain photos/x-rays. The devices are not available for evaluation as hospital did not keep the devices. Upon review of the available information, it is likely the results of the patient¿s nickel allergy, which can cause inflammation around the knee joint. ¿metal sensitivity reactions or other allergic/histological reactions to implant materials¿ is stated in the product labeling under device specific risks. The most likely cause of the reported event is patient¿s conditions.